Event description:
It was reported the stimulation system did not work. It was noted the patient did not have the system charged up. The reporter stated they did not know when the patient last used stimulation. The reporter further stated the patient had back surgery 6-7 years ago. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3708320, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).